Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device and electrode pads were not returned to zoll medical corporation for evaluation. Further information obtain from the customer during the investigation indicated that the customer was using CPR uni-padz during the report. CPR uni-pads are not compatible with the AED plus devices. The customer was informed that these pads cannot be used with the AED plus device. Analysis of reports of this type has not identified an increase in trend.